Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2006: patient underwent MRI of lumbar spine without and with contrast due to indications of right drop, right lower extremity weakness and low back pain. Impression : 1) new l4-5 superiorly angled right sub-articular zone disc extrusion extends nearly up to the l3-4 disc. This has mass effect on the right l4 nerve root. 2) there is loss of normal lordotic curvature of the lumbar spine. 3) small l3-4 right neural foraminal and l5-s1 right sub-articular disc protrusions are again seen causing mild mass effect. 4) there is some diffuse narrowing of the thecal sac due to prominent epidural fat. (B)(6) 2006: patient presented with preoperative diagnosis of lumbar stenosis, lumbar disc disease and lumbar radiculopathy and underwent following procedure: l4-5,l5-s1 laminectomy with removal of l4-5 disc. Indications for procedure: patient had 2 week history of sudden weakness of his right leg with a severe l4 radiculopathy. Patient has a known history of lipomatosus and significant compression of lumbar spine. (B)(6) 2006: patient underwent x-ray of cervical spine with flex/ext due to history of cervical disc displacement. Impression: degenerative changes (B)(6) 2008:patient presented for office visit. 06/05/2008: patient was prescribed lumbar brace. (B)(6) 2008: patient presented for office visit and underwent MRI of lumbar spine with and without contrast. Clinical history: lumbar disc herniation, back pain. Prior back surgery. Several recent falls. Conclusion: l. Postoperative spine status post laminectomy at l4-5 with removal of large extruded disc fragment. 2. Asymmetric disc protrusion on the right far laterally at l4-5 appears slightly larger on this study particularly in the parasagittal projection it appears to affect the exiting right l4 nerve. 3. Asymmetric disc protrusion on the right at l3-4 that appears to affect the exiting right l3 nerve root. 4. Multilevel facet arthropathy. (B)(6) 2008: patient was admitted. Reason for admission: lumbar laminectomy and fusion. Assessment: patient with recurrent disc disease l4-5, instability and admitted for decompression and fusion. Operation: 1) l4-5 laminectomy and discectomy. 2) posterior lumbar interbody fusion. 3) pedicle fixation with bone graft morcellized bone and rh-bmp2/acs. Per op notes: ...the patient had compression of the thecal sac and instability at l4-5. There was also a large ruptured disk far laterally at l4-5 that was removed. The microscope was brought in for vision and lighting ad we were able to do a good decompression. The disk space was entered sharply and we scraped out the entire contents of the disk space. Next a piece of morcellized bone was measured, filled with rh-bmp2/acs and countersunk into the interspace and showed good placement of the bone. We then went out far-lateral, decorticating the lateral facet and transverse process, identifying the pedicles. We then placed 6.5 screws, inserting the screws into the bone under x-ray control. Once the entire construct was placed, we compressed the disk space and then tightened everything down securely. The bone was then laid along the lateral groove and was supplemented with rh-bmp2/acs. (B)(6) 2008: patient underwent xray of lumbar spine with diagnosis of lumbar fusion. Ap and lateral views of the lumbar spine were obtained. Postsurgical changes are noted at l4-l5 level. Interpedicular screw device is noted transfixing the pedicles on the right side. Disc prosthesis is noted. Normal anatomic alignment is noted. (B)(6) 2008: patient was discharged. (B)(6) 2008: patient presented for office visit. (B)(6) 2008: patient presented for physical therapy. (B)(6) 2008: patient presented for office visit. (B)(6) 2008: patient presented for office visit with diagnosis of lumbar stenosis and underwent xrays of lumbar spine (ap <(>&<)> lateral, flexion, extension ,neutral views).patient fell about three weeks ago. Patient still complains of numbness in his right calf. (B)(6) 2008: patient underwent x-ray of lumbar spine with flexion-extension views due to lumbar spinal stenosis. Impression: slight interval loss of height of the l4-l5 disk space. No instability. (B)(6) 2008: as per telephonic encounter patient is limping again and more numbness in his foot. (B)(6) 2009: patient presented for office visit with diagnosis of cervical myelopathy and underwent cervical MRI without contrast. Patient complained of severe cramping in his leg and his back hurts. His exam shows he has got some clonus in his lower extremities and hyperreflexia in his upper extremities. (B)(6) 2009: patient underwent MRI of cervical spine w/wo contrast due to neck pain extending into right shoulder and right arm. Weakness right greater than left. Impression: 1. At c4-5, minimal anterolisthesis with moderately severe left foraminal narrowing. Mild bulging of the annulus with minimal right ventral cord flattening. 2. No disc herniation or canal stenosis. Moderate right foraminal narrowing at c3-4, moderate left foraminal narrowing at c7-t1. (B)(6) 2009: patient presented for office visit with diagnosis of cervical stenosis and underwent cervical epidural injections. His c cervical MRI is reviewed with nothing obvious seen.he has also had some numbness in his legs at night and stiffness (B)(6) 2009, (B)(6) 2010: patient underwent cervical epidural steroid injection (c6-7).assessment: cervical radiculopathy. (B)(6) 2010, (B)(6) 2011 : patient underwent cervical epidural steroid injection: assessment: cervical radiculopathy. (B)(6) 2012: patient presented with pre operative diagnosis of elevated ultrasound velocities of right bk pop bypass graft vein. Operations performed: 1) ultrasound guided access of the right common femoral artery.2) abdominal aortogram with bilateral iliac and pelvic runoff.3) selective catheterization of the external iliac artery left lower extremity angiography with runoff. 4) selective angiography of sfa and bypass graft left side. 5) a 4 x 20 mm balloon angioplasty of the proximal bypass graft stenosis. 6) completion left lower extremity angiography.7) 1 hour of sedation (B)(6) 2012: patient presented for repeat lumbar sympathetic block . Assessment: reflex sympathetic dystrophy left lower extremity. (B)(6) 2012: patient presented for treatment of rsd of lower left extremities. Assessment: left lower extremity reflex sympathetic dy strophy. (B)(6) 2012: patient underwent MRI of lumbar spine without and with contrast due to clinical indication of back pain and pain in both lower extremities with some numbness and weakness. Impression: l3-l4 shows severe canal stenosis with anterolisthesis, diffuse disc bulge, and significant facet arthropathy. There is also severe bilateral foraminal narrowing. L4-l5 shows discectomy and fusion with no canal stenosis. There is severe right foraminal narrowing at this level. L5-s1 shows severe right and moderate to severe left foraminal narrowing with diffuse disc bulge and facet arthropathy, but without canal stenosis. T11-t12 shows small central disc herniation with slight cord deformity and canal stenosis. (B)(6) 2012: patient presented for office visit due to back pain. Patient complains of low back pai across low back area and occasionally down the bilateral posteriorlegs to the knee. Patient complains of pain. Assessment: back pain, lumbar stenosis. (B)(6) 2013: patient underwent l3-4 epidural steroid injection. Assessment: lumbar radiculopathy.